Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2015 at 21:36:33. During night drain cycle five, the patient's ultrafiltration reading was 1581ml, indicating the home patient drained 1381ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. This is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. Upon conclusion of the investigation, the cause was determined to be use error, tidal total ultrfiltration removal set too low. The homechoice and homechoice pro apd systems patient at-home guide warns that "a total uf volume set too low can result in a gradual buildup of uf volume during therapy. This can result in an increased intraperitoneal volume (iipv) situation." A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.